Event description:
The physician was using a resolute integrity drug eluting stent to treat a lesion in the lcx. The device was inspected prior to use with no issues noted. The lcx originated off the proximal rca. The lesion was reported to be moderately calcified, moderately tortuous with 80% stenosis. The lesion was pre-dilated. The device was unable to cross the lesion and during removal resistance was experienced and the physician was unable to retract the stent into the guide. The physician then pulled the guide, stent and wire into the sheath. On removal of the device it was noticed that the stent was damaged. The lesion was rewired and dilated again and a non medtronic stent was deployed. There was no patient clinical sequelae reported. Device evaluation: the hypotube was kinked distal to the strain relief. The 6th distal segment of the stent was damaged and deformed. The stent was positioned correctly on the balloon between the marker bands. The distal tip had no damage evident.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patients condition affected effectiveness of device (lcx originated off the proximal rca. The lesion was reported to be moderately calcified, moderately tortuous with 80% stenosis). (Stent deformation) conclusion code results. Know inherent risk (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition (lcx originated off the proximal rca. The lesion was reported to be moderately calcified, moderately tortuous with 80% stenosis).